Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. However, factors that could contribute to difficulty to remove (dispenser coil/sheath) include but are not limited to, manufacturing damage, damaged during shipping, and product damage during handling by user. Design and manufacturing controls have been established to mitigate possible causes. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove (hoop) and difficulty to remove (sheath). The reported material deformation appears to be related to operational context of the procedure as it is likely the stent interacted with the sheath during removal causing the reported material deformation (flared stent). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on removal of a 2.50x28mm xience alpine stent delivery system (sds) from the dispenser coil, resistance was felt. Additional resistance was also felt on removal of the protective sheath of the sds and the stent struts were noted to be flared. The device was not used. There was no patient involvement. The procedure was successfully completed with an additional xience alpine sds. There was no clinically significant delay in the procedure. No additional information was provided.